Event description:
It was reported that a patient experienced hypotension, pericardial effusion and a cardiac perforation. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. After removing the sheath, the patient blood pressure dropped and an echocardiogram was performed. A pericardial effusion was found that required a pericardiocentesis to drain over 500 ml of fluid. The patient was taken to surgery and a perforation at the base of the left atrial appendage (laa) was found and repaired. The patient was stabilized and is expected to fully recover from the event. No further information was provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.